Event description:
Staff members noticed that the unit's charge light was not on and that the unit was brought to the facility's biomedical engineering dept. It is unclear if the unit was used on a pt or not. However, at this point in time there is no indication of any adverse pt effect.